Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient expired. The vad coordinator was unaware of the patient's cause of death. No additional information regarding the event was provided to the manufacturer.